Manufacturer narrative:
Failure event observed during analysis. Final analysis verified the reported complaint, the original ac power adapter was noted to be defective, upon opening the adapter it was noted that there was burn marks to the main printed circuit board.

Event description:
It was reported by patient that the transmitter would not power on. Unplug, checked prongs, moved the unit to another room to test, results were the same no power.